Event description:
It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, during the procedure in an attempt to perform a sphincterotomy the technician bowed the hydratome rx sphincterotome and the cut wire appeared to be disengaged from the distal tip. No portion of the wire detached. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). No consequences or impact to pt. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).